Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078889.

Event description:
It was reported that the spinal cord stimulation (scs) leads shifted and therefore the pain relief was less effective than before. The physician reported that the patients physical condition might be improving, or perhaps the patient is more active than before, which might have caused the leads to shift. The patient underwent a procedure where initially, the physician made attempted to see if reinsertion of the same leads was possible, but this was abandoned and instead the two leads were removed and replaced with new leads. Post operatively, the patient was doing well. The explanted leads were discarded in the hospital and will not be returned for analysis.